Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.

Event description:
The customer reported to medtronic ers that, when staff put the device in the wall cabinet, it was noted that all icons were active.